Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Multiple boluses were program and properly delivered. No unexpected rewind noted during testing. Unit received with cracked reservoir tube lip. Drive support disk was inspected and no anomalies noted. Unit functioned properly.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. Customer was treated with IV bag and was discharged. The customer reported also via phone call indicating that the insulin pump prime rewind anomaly. Customer's blood glucose 270 mg/dl. The troubleshooting was performed. The customer also reported via phone call indicating that the insulin pump had a loose drive support cap. Customer's blood glucose was 444 mg/dl. The customer was treated with an injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.